Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation, difficult to remove and migration. This information was received from a single source. The malfunction involved a patient with no known impact to the patient. The weight of 61 year old female patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records included images were provided for review. The investigation is confirmed for perforation of the inferior vena cava (ivc), filter migration and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3, h6(device, method). H11: b5, d4(product catalog no.), g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the perforation and difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation and difficult to remove. This information was received from a single source. The malfunction involved a patient with no known impact to the patient. The patient's age, weight, and gender were not provided.